Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and a hub detachment malfunctions occurred. The valve and the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off when they pulled off from the dilator. The physician stated that no excessive force was applied to the sheath. The sheath was replaced and the issue resolved. No patient consequence was reported. The hemostatic valve separation and the hub detachment issues were assessed as reportable malfunctions.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/29/2019 and noted that the brim cap was separated from the hub. The brim cap separation was also assessed as a reportable issue. In addition, it was returned in the condition reported as the hemostatic valve was also separated from the hub. It was under the brim cap. The hemostatic valve separation remains a reportable issue. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and a hub detachment malfunctions occurred. The valve and the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off when they pulled off from the dilator. The physician stated that no excessive force was applied to the sheath. The sheath was replaced and the issue resolved. No patient consequence was reported. The device was inspected, the brim cap and the hemostatic valve were observed separated from the hub. Then, a microscopic inspection was performed and the hub was observed without adhesive. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate these issues. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that there was a ¿hemostatic valve separation¿ and a ¿hub detachment¿. However, on(B)(6)2020 , upon internal review of this file, it was determined that the customer¿s reported issue was only a ¿hemostatic valve separation¿, and not a ¿hub detachment¿. The h6. Device code reported in the initial MDR remains the same. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000413282